Event description:
The customer observed falsely elevated ca-125 results on the architect i2000sr analyzer. The following data was provided: sid (B)(6), ca125 initial > 1000.0 u/ml, repeats 68.2, 16.8 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
Correction: on feb 17, 2015 the size code of the list number was changed from 02k45-28 to 02k45-23. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing on a retained kit met all specifications. The customer indicated they were using greiner vacuette tubes with clot activator. The instructions provided with the tubes state that if the wait time prior to centrifugation is too short and the blood has not been able to fully coagulate, post-coagulation could occur in the serum. This results in fibrin fibers in serum which may cause blockage in the tubing analyzer. Also, the gel in the separator gel tubes will not be able to form a sufficient barrier. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).